Event description:
Lower abdominal pain [abdominal pain lower]. Streptococcus test positive [streptococcus test positive]. Pyrexia [pyrexia]. Uterine abscess [uterine abscess]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6). The pt's medical history was not provided. On (B)(6) 2012, the pt had cesarean section as scheduled. One sheet of seprafilm csi pack was placed on the anterior wall/incision of uterine. The reported indication for the use of seprafilm was to reduce the extent and severity of postoperative adhesions following adhesiotomy for adhesive ileus. On (B)(6) 2011, the pt experienced lower abdominal pain and pyrexia with crp 20's. The pt underwent re-laparatomy to find abscess at the anterior wall of uterine where seprafilm had been placed. The abscess was removed with surgical method and drain was inserted. Lab tests were performed. The results were positive for streptococcus. The events prolonged hospitalization. On (B)(6) 2012, the pt was discharged from the hospital. The action taken with seprafilm treatment was not provided. The outcomes for the events of lower abdominal pain, pyrexia, uterine abscess, streptococcus test positive were not provided. Concomitant medications were not provided. The intensity for the event of uterine abscess was assessed as severe. The intensities for the events of lower abdominal pain, pyrexia and streptococcus test positive were not provided. The reporting physician assessed the relationship between seprafilm and the event of uterine abscess as probable. The relationship between seprafilm and the event of streptococcus test positive, lower abdominal pain and pyrexia was not provided by the reporting physician.

Manufacturer narrative:
The benefit-risk relationship of seprafilm is not affected by this report.